Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of an right atrial (ra) lead the lead exhibited noise and no p waves could be sensed. The lead was not used and a replacement was used instead. No patient complications have been reported as a result of this event.